Event description:
Device 1 of 2. Reference MFR. Report#: 30067058152019-01221.

Event description:
Device 1 of 2: reference MFR. Report#: 30067058152019-01221. It was reported the patient leads migrated following a fall. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was regained following the procedure. The issue is resolved.